Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited an alert for shock impedance high out of range. Technical services (ts) provided assistance. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.